Event description:
It was reported that during an unknown procedure, when the rf sensor is connected, it will suction by itself. There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.

Manufacturer narrative:
Pc-(B)(4). Only event year known: 2021. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2022. Investigation summary: we were not able to confirm the problem, so we conducted a comprehensive inspection and confirmed that the product was good. Details of comprehensive inspection pressure leak test, current setting test, 1 hr flow break-in, flow test, passive activation test, electrical safety and leakage test, power up and display panel test. Additionally, the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.